Manufacturer narrative:
Concomitant medical products: dtba2d4 crtd, implanted: (B)(6) 2019. 6935m62 lead, implanted: (B)(6) 2014. 4968-60 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The crt-d and programmer remain in use. No patient complications have been reported as a result of this event.